Event description:
It was reported that the patient lost stimulation coverage and the ipg would not charge and would not communicate with the remote control. The patient underwent an ipg replacement procedure and was doing well post-operatively. No device malfunction was suspected. The explanted ipg was not returned.